Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery charger fault) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were depleted. The battery did not last 24 hours before being discharged. The root cause of the defective cells was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a patient's battery pack and reported that the battery was causing charger faults.